Manufacturer narrative:
"The device history report for lot number 8037509 was reviewed, no related abnormalities were found. Material number (B)(4) for lot 8037509 was manufactured on (B)(6) 2018. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Unfortunately a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. However, bd will continue to monitor this issue and encourages you to submit your sample for review. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported leakage issues; however, no sample was available for evaluation which is essential to perform a better investigation. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Process (B)(4) was reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Event description:
It was reported that a bd connecta stopcocks connecta plus had leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that a bd connecta¿ stopcocks connecta plus had leakage. There was no report of exposure, serious injury or medical intervention.